Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic compression fracture at l4. X-rays were taken immediately post-op and reportedly showed "cement leakage in anterior vertebral body." It was noted that the cement "might be leak easily because there was a crack in anterior wall of the vertebral body." According to the report, the patient was asymptomatic, and was discharged eight days later. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2011 the patient left the hospital stay behind the schedule, due to the patient's circumstances. On (B)(6) 2011, back pain worsened due to pre-existing th12 fracture. The event was due to the patient's specific factor and was not causally related to the product. Treatment was not done. Resolving date was (B)(6) 2012 and it was mild.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013: the patient complained of back ache. Nrs score was 5. It was developed on (B)(6) 2011. Diagnostic imaging revealed that there was no new fracture. For the patient, bisphosphonate was prescribed for osteoporosis. (B)(6) 2015: the patient complained of back ache. It was developed on (B)(6) 2011. Diagnostic imaging revealed that there was no new fracture. For the patient, bisphosphonate was prescribed for osteoporosis. (B)(6) 2016: the patient complained of back ache. It was developed on (B)(6) 2011. Diagnostic imaging revealed that there was no new fracture. For the patient, bisphosphonate was prescribed for osteoporosis.